Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: product was returned to aid the investigation. Examination of the handle found two marks, this suggest that green knob was rotated, which can cause the wires to be caught between the handle and the release knob. This will provide additional friction to the wires. Based on the findings the root cause of this event may be related to rotation of the green knob during deployment. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: trigger wires during deployment of graft were extremely stiff and difficult to retrieve without excessive force. Physician noted this is the second consecutive occurrence and would like an investigation into the cause. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.